Event description:
The customer reported the left (live) monitor turn black. The left monitor displays the live fluoroscopy image, should this monitor fail during a procedure the system would be rendered inoperable, resulting in a loss of imaging functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.